Event description:
It was reported that the minicap transfer set was damaged. The transfer set was reported to have been used less than one month. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is currently underway. Should additional relevant information become available, a follow-up report will be submitted.